Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/24/2025, it was reported by a facility representative via (B)(4) that an ar-8916-27 driver is not holding the screws. Discovered during a case with no patient effect.